Event description:
It was reported by service report that the foot end jack of the stretcher was dropping very slowly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Linkage.